Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not in contact with the patient. Section d6b - explant date: n/a - lens was not in contact with the patient. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. The defect was identified during the handling of the lens, prior to its insertion into the eye, where damage to the haptic of the iol was observed. The lens was not implanted, and no patient was involved. No further information was provided.

Manufacturer narrative:
Additional information: section d9, device available for evaluation? Yes. Section d9, date returned to manufacturer: november 03, 2025. Section h3, device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that viscoelastic residue was observed throughout the cartridge; stress marks were observed on the cartridge tip. The cartridge tip and cartridge was observed to be damaged. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received coated in viscoelastic residue. The lens was cleaned and no issues were identified. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.